Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective g5 vu mother board. In consequence (correction) the defective g5 vu mother board was replaced. There was no patient or user harm.

Event description:
The g5 was on a patient when it had a power failure, with alarms (assuming buzzer alarm) going on. In the ev21390 file you can actually see the power failure and multiple tf appearing. What I can comprehend from this is that it seems like a direct correlation of the power failure as almost every technical fault is about a part that is failing and I don't think we would have to change all of them. There are also some tf that I can't diagnose. The g5 has been boot up after the incident without any issue by the biomed to extract the logs and send them to me.